Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the craniotome device was broken. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the attachment came apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a manufacturing/ process error, due to an improper repair as the holes for the retaining pins were drilled incorrectly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.